Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. UDI: (01)00889024225275. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. A review of the available records identified the patient was revised from a uni knee to a total revision. After the removal of the previous components, tka was performed with no complications noted. The medical records did not state the amount of torque applied to secure the lock articular surface locking screw. Review of the records from the revision surgery identified the patient was experiencing pain and swelling and the screw was identified to be completely out of the articular surface. The bearing had also disassociated from the tibial plate. The operative notes stated that the screw threads seemed to be intact and the threads of the tibial baseplate seemed to be in good condition. The patient underwent poly exchange due to screw was backed out. During intra-ops, the infection has identified. The x-rays states 2-3mm of osteolysis surrounding the tibial component. Also noted non-specific joint effusion and diffuse soft tissue swelling. The pathology report confirms the infection. The patient underwent bursectomy with irrigation for infection and also experienced pain and swelling. Then underwent 2 stages of revision to revise all the implants. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision of the articular surface to address pain and infection four (4) weeks following the patient's last right knee procedure. The patient received antibiotics via a PICC line, but remained in pain and unable to ambulate. A large cyst-like bump formed around the patient's incision, which was removed. The patient additionally underwent a procedure to drain and irrigate the wound to treat periprosthetic infection, however, eventually underwent a total revision to remove all implants due to continued infection. Spacers were placed and the patient received antibiotics via a PICC line for six (6) to eight (8) weeks.

Manufacturer narrative:
(B)(4). Concomitant medical products - nexgen lcck option femoral component size g right catalog #: 00599401792 lot #: ni, nexgen stemmed precoat tibial component size 5 catalog #: 00598004701 lot #: ni, persona all poly patella 35mm catalog #: 42540000035 lot #: ni, nexgen straight stem extension 13mm x 100mm catalog #: 00598801013 lot #: ni, nexgen tibial half-block augment with screws size 5 catalog #: 00598800539 lot #: 63144625. It is indicated that the product will not be returned to zimmer biomet for investigation, as the patient has not returned the explanted devices. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision of the articular surface to address pain and infection four (4) weeks following the patient's last right knee procedure. The patient received antibiotics via a PICC line, but remained in pain and unable to ambulate. A large cyst-like bump formed around the patient's incision, which was removed, however, the patient subsequently underwent a total revision to remove all implants due to continued infection. Spacers were placed and the patient received antibiotics via a PICC line for six (6) to eight (8) weeks.